Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported from mw5179442, patient's ipg lost communications with external devices. Next course of action is underdetermined at this time. Initial reporter elected not to be identified.